Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a few months of the surgery that have been performed on (B)(6) 2021, the patient fell leading to the polarstem stem lat.ti/ha 1 non-cem subsiding and needing to be revised on (B)(6) 2021. The patient's outcome is unknown.

Manufacturer narrative:
It was reported that a few months after a surgery which had been performed on (B)(6)2021, the patient fell leading to the polar stem lateral size 1 subsiding and needing to be revised on (B)(6) 2021. The device, used in treatment, was not returned for evaluation. Therefore, a thorough product evaluation was not possible. The production documentation and the complaint history did not show any deviations. There are no indications that the device failed to match specification at the time of manufacturing. According to the IFU (lit. No. 12.23, ed. 03/21) is implant component migration listed among the potential medical device problem resulting from total hip arthroplasty. The failure mode and the severity are covered in the risk management file. Review of past corrective actions was performed. No further escalation is required. A thorough medical evaluation could not be performed, as no applicable information was made available. However, it cannot be ruled out that the reported patient's fall might have been a contributing factor. Due to limited information, the root cause cannot be determined and it cannot be speculated about contributing factors. The relationship between the reported event and the device cannot be confirmed. To date, the need for further actions is not indicated. Should additional information or the part become available, this complaint will be reopened. Smith and nephew will monitor this device for further similar issues.